Event description:
While troubleshooting an unrelated event, a field service engineer (fse) discovered buildup on the hemoglobin (hgb) cuvette on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
The hgb cuvette was replaced to resolve the issue. (B)(4).